Event description:
Over the last 15 years my health has declined. The first 10 of those years I developed fatigue, hormonal imbalances, reoccurring yeast infections, acne and random pain throughout my body along with various other unexplained ailments. These symptoms continually got worse and more symptoms started occurring. The past 4 years I begin having so much pain in my feet and legs that I could barely walk. I was tested for plantars fasciitis which came back negative, physical therapy and chiropractic appointments because was told possible nerve pinch in lower back. Three years ago the pain crept up into my hands and arms and continuing throughout my whole body feeling as though someone had dumped chemical acid on my body to the point all I could do is lay in bed at night and wish I would die. In approx (B)(6) 2014, my whole body decided to react by not being unable to regulate its body temperature, extreme dizziness to the point of blackouts, extreme fatigue to where I barely could function for a few hours then would have to sleep, I felt as though I was suffocating all the time, my hands began shaking to the point I could not hold my phone or a glass. I could not think clearly and was having extreme memory loss, I went from having 20/20 vision to needing trifocals in a matter of less than a year. The pain in my body got worse and never let up. I have to keep my home at about 68 degrees because heat makes the chemical acid burning increase 10 fold, I had a very difficult time leaving my home because I live in the desert and the sun literally makes my skin feel as though it is blistering. Between (B)(6) 2014 and (B)(6) 2015 I lost (B)(6) pounds unexplainably. On (B)(6) 2015 my primary physician wrote me out of work for a week then 2 weeks then for an undetermined amount of time and said I needed to see a neurologist. I followed up with a neurologist who said he believed I had peripheral neuropathy, but peripheral neuropathy did not fit all the symptoms I was having. At this point I started going to the (B)(6) clinic in late (B)(6) 2015 who by just my symptoms figured I had either lupus, ms, hodgkin's disease, lyme disease or some other autoimmune disease. They performed multiple MRI's, cat scans, pet scans, blood and urine tests, nerve tests, heart tests, lung tests and many other tests to try and determine why I was sick. They did determine that my blood pressure was extremely low and would bottom out if I stood or move too quickly causing the dizziness and blackouts. Which is opposite of what I was 4 years ago taking medicine for high blood pressure. They determined I had early stages of emphysema and copd. The pet scan showed no type of cancer, and my blood work came back fine other than my c-reactive protein was at 18. At this point they determined I had an autoimmune disease for unk reasons with small fiber neuropathy. None of the medications or the intervenous steroids relieved my symptoms. In (B)(6) 2015, my daughter discovered what is known as breast implant illness. All the symptoms listed for this was what I was dealing with. I had my implants removed (B)(6) enblock style with capsules completely removed. Since this time I have steadily felt my health returning. Since surgery my memory has gotten better along with what I call the brain fog, the pain all over my body has lessened to maybe an 8 instead of a 10, the shaking only occurs once in awhile. I am far from being better, but I can tell I am at least recovering slowly.